Manufacturer narrative:
(B)(4) d2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products unk nexgen femoral lot# unk, unk nexgen bearing lot# unk. G2: ireland the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient has experienced loosening, and underwent a right knee revision procedure approximately 12 years post-implantation.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.